Event description:
User facility medwatch received and states: [multiple perclose failure complications along with heavily calcified vasculature led to bleeding in the patients right cfa requiring a surgical cut down and repair. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Refer to additional documents in i2k.] No additional information was provided.

Manufacturer narrative:
D4- the UDI is unknown because the part number and lot number were not provided. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The patient effects of tissue injury and hemorrhage are listed in the prostyle instructions for use (IFU), as potential adverse events associated with use of the suture mediated closure devices. Without the device returned for analysis and specified failure mode a conclusive cause for the reported event could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The additional perclose closure device referenced in b5 is filed under a separate medwatch report number. Attachment: user facility medwatch report #: mw5119169.